Event description:
The following information was provided: the patient's right knee was revised due to instability. A triathlon revision 6x11 ts insert was revised to a 6x13 ts insert. Rep could not find any indication that stryker implants were revised previously. No wear, damage, or positioning issues were noted for the implants. Rep confirmed that no further information will be released by the hospital or surgeon.